Event description:
Information was received from a health care provider (hcp) via manufacturing representative (rep) regarding a patient who was receiving gablofen (1000 mcg per ml at 325 mcg per day ) via an implantable pump. It was reported that the patient was having a routine replacement when it was discovered that her pump pocket was infected. The location of 'g button' in abdomen had led contributed to the issue. Diagnostics/ troubleshooting were not performed. The pump and the catheter entirely explanted and the patient had no remaining targeted drug delivery (tdd) equipment in her body . The issue was resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.